Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. The reported observations of noise and oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed because the product was returned and analyzed.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise and oversensing. No additional adverse patient effects were reported.